Manufacturer narrative:
Covidien was not authorized to repair the unit. (B)(4).

Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to swap the graphical user interface (gui) to breath delivery (bd) cable, to run extended self-test (est) and run the ventilator on test lung. Customer reported he replaced the gui bd cables; the unit passed ground isolation and has run for a couple of weeks.